Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 476 mg/dl. The insulin pump was not available to perform troubleshooting at the time of the phone call. Nothing further was reported.